Manufacturer narrative:
(B)(4). Implant date sometime in year 2001. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the surgeon did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 19 years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of radiographs by a third party hcp noting periprosthetic fracture involving the proximal femoral diaphysis of the right hip. Radiolucency surrounding the proximal femoral stem. DHR was unable to be reviewed as the lot number is unknown. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.